Event description:
It was reported that after balloon insertion the foley catheter sterile water did not enter. It was confirmed that after catheter removal when the sterile water was injected, the water did not drain out.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital, (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event could not be reproduced during investigation, and the returned device functioned as intended. While the event remained unconfirmed, the issue is understood to be associated with syringe engagement, and there is no evidence of catheter failure. CAPA 13490418 was opened to document the investigation. The root cause for this failure, per CAPA 13490418, is insufficient guidance in IFU on the method for securing the connection between the valve and syringe during catheter deflation. Risk review and labeling review are not required as event has already been investigated per CAPA 13490418. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections: b, d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after balloon insertion the foley catheter sterile water did not enter. It was confirmed that after catheter removal when the sterile water was injected, the water did not drain out.